Manufacturer narrative:
The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends. Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023.

Event description:
It was reported by the patient that she is having irritation from the 63b electrodes. The patient stated that she is having the same issue she had with the 72r electrodes and that she still feels little bumps on her skin. The patient stated that she waited until her skin fully healed before using the 63b electrodes. The patient stated that she will stop wearing the unit, contact her doctor and calls us with an update. The patient was not sent a replacement product and there is no product to return. The patient later reported that her doctor stated recommended that she use either benadryl or zyrtec. Patient is going to wait until her skin clears to start treating again.